Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force test of the returned device were performed following j&j medtech procedures. Visual inspection revealed reddish material and a hole in the surface of the pebax. A force test was performed and the device was recognized correctly; however error 105 and 106 displayed on screen due to an open circuit at the tip area. A manufacturing record evaluation was performed for the finished device lot number 31395836l, and no internal action was found during the review. The force issue reported by the customer was confirmed. The root cause of the open circuit is traced to the manufacturing process. The instructions for use (IFU) contain the following information: in order to achieve optimal force reading accuracy and stability, allow the catheter to warm up for 2 minutes after connection to the carto¿ 3 system prior to use of the force feedback feature. If the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. The reddish material inside the pebax is unrelated to the issue reported by the customer. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. This product issue will be addressed through the quality system. Internal actions are being performed to optimize actions on devices with force issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, the carto 3 system was displaying a force value missing error. The exact error code was unknown. The issue occurred when the catheter was inside of the patient's body. The medical team attempted to re-zero several times but the issue persisted. Several cable changes also occurred but the issue continued. The catheter was replaced and the issue was resolved. The procedure was continued. No patient consequences were reported.